Manufacturer narrative:
(B)(4). Per visual inspection of the video the following was observed: the video shows a liga clip device of jaws area. At the 00:04 mark the jaws were closed, at the mark 00:07 the jaws open and a clip comes out of the jaws and falls on the table and it was noted that the clips were unformed, and it can be seen in u-formed. At the from 00:11 to 00:13 mark newly the jaws closed open and the clip comes out of the jaws. At the 00:17 mark was noted six clips with unformed. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40l3n, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, does not close the clip correctly.